Manufacturer narrative:
The following products were used in the surgery: unknown solera set screw x 1, unknown solera rod x 2, unknown solera screw x 4 and unknown capstone cage x 1. Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. The product is not returned to manufacturer for evaluation therefore we are not able to determine the definitive cause of event. However, x-ray images are sent for review. A follow up report will be sent when results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: lumbar canal stenosis. Procedure: minimally invasive transforaminal lumbar interbody fusion (tlif). It was reported that post-op, patient felt pain when pressing the lumber region around the surgery. Inflammatory response was found by blood test. The products came in contact with the patient.